Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller reports patient indicates their ins battery is draining faster and needing to recharge more often. Caller reports about 1 week ago, patient would be able to charge from 50% to full and now patient is charging at 20-30% to 100% when there has not been any change to the parameter settings. Caller reports impedance are within normal limits. Recharging diary shows: metrics recharge coupling: excellent avg ending: 100%avg recharging time: 39 minutes. Avg recharge interval: 17 hours date: 9/1 duration: 37 mints beginning: 70 % end: 100 % coupling: excellent date: 8/31 duration: 24 minutes beginning: 90% end: 100% coupling: excellent date: 8/31 duration: 37 mins beginning: 40 % end:90% coupling: excellent date: 8/30 duration: 57 mins beginning: 30 % end: 100% coupling: excellent date: 8/29 duration: 46 mins beginning: 50 % end: 100% coupling: excellent date: 8/28 duration: 46 mins beginning: 40 % end: 100% coupling: excellent date: 8/27 duration: 6 mins date: 8/27 duration1 hour beginning: 40 % end: 100% coupling: excellent. Caller reports the recharging interval calculation shows 2.5 days. Reviewed reprogramming to extend recharging interval.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cause not determined, cycling or reprogramming of system to use less energy was offered to patient; patient declined stating he likes is programming and does not want it changed. I instructed patient to keep a log on battery level and depletion time for further monitoring of patient¿s concern. Patient is pleased with how system is functioning and no further intervention is planned at this time.